Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: h4. The device was returned to olympus for inspection and the reported failure of the jaw broke while utilizing device in colpotomy mode was confirmed. Based on the results of the investigation, the probable cause of the complaint is cause traced to component failure, as expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the jaws of the thunderbeat device broke while utilizing in colpotomy mode. The issue occurred during a therapeutic laparoscopic total hysterectomy procedure that was completed with a similar device. There was no patient harm reported.